Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose level and sensor issues. Customer stated the sensor has been warming up and was giving inaccurate readings over 200 points. Blood glucose level at the time of the incident was 40 mg/dl and went up to 60 mg/dl after glucagon while sensor glucose was over 400 mg/dl. Customer also had a blood glucose of 276 mg/dl which was treated with bolus and manual injection. Customer did not compete to troubleshoot for blood glucose. Troubleshooting for sensor issues was completed. The sensor will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.